Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 113 closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.83 kgf in average and 1.69 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum) these values are the usual ones for this thread and size. Additionally, we have made the rotation test on closed samples received and the threads do not break next to needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with premicron® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that during a laparoscopic toupet procedure, all the sutures used broke at 1-1.5 cm from the needle. They changed the batch but the thread seems to be broken as well. The operation was slowed down. All medwatch submissions related to this report are: 3003639970-2021-00501. More information has been requested.